Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a snapping sound was heard when the handle was actuated. Something on the handle broke but nothing detached. As a result, the basket was unable to open. Another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event.